Manufacturer narrative:
The device was returned for analysis. The reported ¿suture stuck on the back of the device¿ was not confirmed as the suture was not returned for analysis. The ¿the device came out of the anatomy when the device was removed¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported a proglide device was attempted in the right common femoral artery after a coronary procedure. Reportedly, "the suture stuck on the back of the device and came out of the anatomy when the device was removed. It was possible to remove the device after cutting the suture." A second device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.